Event description:
It was reported that during equipment maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit membrane leak test failed with new safety disk installed. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h10 the getinge fse that encountered the issue replaced the safety disk. Informed user that unit must be charging for overnight (make sure batteries are fully-charged before using). The maquet failure analysis and testing department received a safety disk with a report that the ¿disk fails leak test¿. Performed visual inspection of the safety disk per the cardiosave service manual and found no visual damage and the part looks to be in good condition. Installed into the cardiosave test fixture. Performed and tested in accordance with the cardiosave service manual. Found that all functions were normal. The test (30 minutes) did not trigger the reported problem of the ¿disk fails leak test¿. Retaining the safety disk in the failure analysis and testing department per procedure.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6, h10, h11. Corrected fields: e1.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)